Event description:
It was reported that the 9800 system will require 3 or 4 boot up cycles before the system fully boots up. After it does boot up it works as expected. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc). Replaced sbc with associated software upgrade. The system was tested and found to be working as intended. System placed back into service.